Manufacturer narrative:
The repeat result of 39.7 mmol/l was rerun on the same analyzer as the initial test result. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the degasser and verified system operation. It was found that the customer is centrifuging samples for 7 minutes, which is less than the specified 10 minutes by the tube manufacturer. The investigation found that the root cause of the event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.

Manufacturer narrative:
Sections a2 and a3 were updated. Section b7 was updated. The glucose reagent lot number was 614042.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pure c 303 analytical unit. The initial glucose result was 6.7 mmol/l. The result was reported outside of the laboratory. A point-of-care glucose meter reading was performed on the patient's floor and the result did not match the initial laboratory result. Approximately 4 hours later, a second sample was collected and the result matched the glucose meter result. The original sample was repeated on a c702 analyzer and the result was 41.8 mmol/l. It was also repeated on the customer's c303 analyzer and the result was 39.7 mmol/l. Clarification on whether the sample was repeated on the initial c303 analyzer or the customer's second c303 analyzer was requested but not provided. The glucose reagent lot number and expiration date were requested but not provided.